Event description:
The rptr stated that he did back to back blood glucose tests, within 5 mins, from the same finger stick. His results were 64, 35 and 26 mg/dl. He did not have any symptoms. On followup, he said a control solution test was "180 something," high out of range. Rptr checks confirmation dot for enough blood and compares to color chart. Has been using a different vial of strips, and has had "normal" readings. The lifescan rep reviewed cleaning, coding, use of control solution and application of sample.